Manufacturer narrative:
Unit passed self test and displacement test. Pump error found in the pump history (line number = 1111 and file number = 169) due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reports that they received a troubleshoot was performed customer was able to clear alarm and finish complete prime process, however self test did not pass. Blood glucose was 13.5 mmol/l. Insulin pump is expect to be returned.